Manufacturer narrative:
A siemens tse (technical service engineer) evaluated the immulite 2500 instrument data. Analysis of the instrument data indicates that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant immulite 2500 troponin results were obtained on one (1) patient sample. The laboratory repeated the sample, as per their procedure to confirm all positive troponin results. The corrected result was reported to the physician. There was no known report of adverse health consequences due to the discordant troponin result.